Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer rec'd implant warranty and registration card noting that pt's lead was replaced due to a lead discontinuity. Follow-up with the surgeon's office revealed that high impedance was rec'd during a system diagnostics test prior to lead replacement surgery, and that a "kink" was observed on pt x-rays. It was further reported that following lead replacement surgery, a system diagnostics test yielded results within normal limits. Good faith attempts to obtain explanted lead for product analysis are currently being made.